Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Push button hard to depress [device failure] ([device leakage], [blood glucose decreased]). Case description: this spontaneous case reported by a pharmacist, received from another country reported as "push button hard to depress", "insulin came out even before the push button was locked" and "low blood glucose levels", concerns a male patient (age unknown) using innovo (insulin delivery device) to inject an unspecified kind of insulin. The pt was hospitalized by an emergency physician. The pt had low blood glucose levels. Measured to be 20 mg/dl. The outcome is not reported. Reporter's causality: possible. Novo nordisk's causality: reportable.